Manufacturer narrative:
Siemens filed the initial MDR 9610806-2020-00006 on 13-feb-2020. Additional information (17-feb-2020): quality controls (qc) recovered in range at the time of the event. There were no instrument flags associated with the affected patient results, and no other patient samples were impacted. Pre-analytical variables (such as a delay in mixing the samples after collection or insufficient mixing) or patient specific issues (such as effects of medications and other interferences listed in the reagent instructions for use (IFU)) could not be excluded. The reagent is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely high pt and inr results were obtained on a sysmex ca-1500 system using the dade innovin reagent. Siemens is investigating the issue.

Event description:
Discordant, falsely high pt (prothrombin time) and inr (international normalized ratio) sample results were obtained on one patient using a sysmex ca-1500 system and the dade innovin reagent. The results were auto repeated and those results were reported to the physician(s), who questioned the results. A new sample was drawn from the patient and yielded lower results. These results were reported to the physician(s) as correct. The original sample was checked for clots, centrifuged again and retested resulting lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high pt and inr results.